Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test". On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder/ problem") and urinary tract disorder ("urinary problem"). The patient was treated with surgery (unilateral salpingectomy on (B)(6) 2005). Essure (ess205) was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and dysmenorrhoea had resolved and the bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, genital haemorrhage, pelvic pain and urinary tract disorder to be related to essure (ess205). The reporter commented: on (B)(6) 2004 (as reported in ppf, discrepancy noted). She received treatment for events pelvic/ abdominal pain, dysmenorrhea (cramping), bleeding, bladder/urinary problem. Most recent follow-up information incorporated above includes: on 6-sep-2019: reporter details updated and patient demographics were added. Updated essure indication. On (B)(6) 2005, she explanted essure. Injury event was replaced with pelvic/ abdominal pain, dysmenorrhea (cramping), bleeding, bladder/urinary problem, patient did not performed essure confirmation test. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure (ess205) (batch no. 12273827) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included procedural pain in 2004 and bipolar disorder in 1992. Concurrent conditions included uterine cramps, vaginal discharge abnormality, diarrhea, vomiting and hyperventilation. Concomitant products included tiotixene (navan), trazodone hydrochloride (trazodon) and venlafaxine hydrochloride (effexor). On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder/ problem"), urinary tract disorder ("urinary problem"), abdominal pain lower ("left lower quadrant pain") and adnexa uteri pain ("left fallopian tube pain"). The patient was treated with surgery (hysterectomy with unilateral salphingectomy on (B)(6) 2005). Essure (ess205) was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, abdominal pain lower and adnexa uteri pain had resolved and the bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, bladder disorder, dysmenorrhoea, genital haemorrhage, pelvic pain and urinary tract disorder to be related to essure (ess205). The reporter commented: on (B)(6) 2004 (as reported in ppf, discrepancy noted). She received treatment for events pelvic/ abdominal pain, dysmenorrhea (cramping), bleeding, bladder/urinary problem. Complete coils protruding into uterine cavity: right = 2, left = 3 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: bilateral essure devices without extravasation or free spillage from either tube. Pathology test - on (B)(6) 2005: scarred fallopian tube; no tubal epithelium identified, left partial salpingectomy and removal of essure device. Concerning the injuries reported in this case, the following ones in patient¿s medical record; confirming- lower abdominal pain, abdominal pain, menorrhagia. Lot number: 12273827, manufacturing date: 2005-01, expiration date: 2006-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-oct-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure (ess205) (batch no. 12273827) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included procedural pain in 2004 and bipolar disorder in 1992. Concurrent conditions included uterine cramps, vaginal discharge abnormality, diarrhea, vomiting and hyperventilation. Concomitant products included tiotixene (navan), trazodone hydrochloride (trazodon) and venlafaxine hydrochloride (effexor). On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder/ problem"), urinary tract disorder ("urinary problem"), abdominal pain lower ("left lower quadrant pain") and adnexa uteri pain ("left fallopian tube pain"). The patient was treated with surgery (hysterectomy with unilateral salphingectomy on (B)(6) 2005). Essure (ess205) was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, abdominal pain lower and adnexa uteri pain had resolved and the bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, bladder disorder, dysmenorrhoea, genital haemorrhage, pelvic pain and urinary tract disorder to be related to essure (ess205). The reporter commented: on (B)(6) 2004 (as reported in ppf, discrepancy noted). She received treatment for events pelvic/ abdominal pain, dysmenorrhea (cramping), bleeding, bladder/urinary problem. Complete coils protruding into uterine cavity: right = 2, left = 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: bilateral essure devices without extravasation or free spillage from either tube. Pathology test - on (B)(6) 2005: scarred fallopian tube; no tubal epithelium identified, left partial salpingectomy and removal of essure device. Concerning the injuries reported in this case, the following ones in patient¿s medical record; confirming- lower abdominal pain, abdominal pain, menorrhagia. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs and mr received. Reporter information updated. Lot number added. Previously reported event plaintiff did not undergo confirmation test was deleted. New events: left lower quadrant pain, left fallopian tube pain were added. Medical history, concomitant drugs and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.